Manufacturer narrative:
The investigations found for 2 of the events: the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for 2 of the events. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable low results were generated by the elecsys ft3 iii assay. The events involved a total of 3 patients tested on a cobas e 411 immunoassay analyzer and 2 cobas e 601 analyzers. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.